Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Product ID 97754, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) had a bent connector pin. Pt also stated the implantable neurostimulator recharger (insr) had been making a weird noise and clarified it was beeping with a single tone beep every 5 sec. Pt did not have screwdriver/tool to get back panel off to attempt reset. Pt plugged in desktop charger to insr and reported something appeared momentarily on the screen but nothing further. It was noted that the pt felt different and the implant go off earlier as well. The pt was transferred to repair and the desktop charger and insr were replaced. No further complications were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4) was removed from system reporting. Analysis found that the connector pins on the cable assay were bent. If information is provided in the future, a supplemental report will be issued.